Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Review of the run data showed abnormal curve shape and incorrect positive results for all three samples identified in this case. The medical device for this MDR is updated to the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. All product related information in the MDR was also updated. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted upon completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer reported discrepant results for 2 patient samples when tested with the cobas liat sars-cov-2/flu test when compared to cepheid. The samples were tested with the cobas liat test and generated positive results for sars-cov-2, flu a, and flu b. When retested with the cepheid test, all negative results were generated. On (B)(6) 2021, it was indicated that the positive results were reported. A previous MDR (2243471-2021-00059) was previously submitted for both patients as at that time it was unknown which results were reported. MDR 2243471-2021-00059 will address the patient sample included in (B)(6). This MDR will address the patient sample included in (B)(6). No harm or injury was indicated. It was noted for 1 of the patients, they were placed in isolation and ppe was utilized. No further details were provided. The samples were reported to be nasopharyngeal samples.